Event description:
The customer reported that around 40 minutes into a donor's first apheresis donation, the donor presented with general malaise, "burning with inspiration", respiratory difficulty, rash that started in the thorax and spread to the neck and upper limbs. The donation was suspended. The emergency system was activated and a few minutes later the donor was treated with crystalloids, adrenaline im 1mg, dexamethasone im 8mg and hydrocortisone IV 300mg and showed improvement in symptoms. She was transferred to the health center, under the diagnostic impression of anaphylactic reaction. Per the customer, the patient is stable and in good general condition without sequelae. No issues were noted with the procedure. Full patient ID: cc (B)(6) the set is not available for return for evaluation.

Manufacturer narrative:
Investigation: per the customer, 1000mg of calcium carbonate was administered approximately 20 minutes before the procedure. Investigation is in process. A follow up report will be reported.

Event description:
The customer reported that around 40 minutes into a donor's first apheresis donation, the donor presented with general malaise, "burning with inspiration", respiratory difficulty, rash that started in the thorax and spread to the neck and upper limbs. The donation was suspended. The emergency system was activated and a few minutes later the donor was treated with crystalloids, adrenaline im 1mg, dexamethasone im 8mg and hydrocortisone IV 300mg and showed improvement in symptoms. She was transferred to the health center, under the diagnostic impression of anaphylactic reaction. Per the customer, the patient is stable and in good general condition without sequelae. No issues were noted with the procedure. Full patient ID: (B)(6). The set is not available for return for evaluation.

Manufacturer narrative:
Investigation: per the customer, 1000mg of calcium carbonate was administered approximately 20 minutes before the procedure. According to aabb technical manual 16th edition, adverse events seen at the time of donation or those reported later average about 3.5% of donations. Reactions that need medical care after the donor has left the donation site are seen in 1 in 3400 donors a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the patient reaction experienced by the customer. Root cause: based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: hypersensitivity to the ethylene oxide used to sterilize the disposable set. Hypersensitivity to the components inside the disposable set.